Manufacturer narrative:
B4:(B)(6) 2021 . The device malfunction was reported to have no user or patient impact. However, because the context of when the issue was found is unknown the record will be documented as if the malfunction occurred during clinical use. It was reported that the light strip at the top of the ventilator no longer works and causes an alarm in use that can not be inhibited. The device was evaluated by an international philips field service engineer (fse) who confirmed the reported issue. The fse replaced the power switch overlay. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
B4: 20aug2021. The device malfunction was reported to have no user or patient impact. No information received after multiple attempts were made to get the patient context of use. It was reported that the light strip at the top of the ventilator no longer works and causes an alarm in use that can not be inhibited. The device was evaluated by an international philips field service engineer (fse) who confirmed the reported issue. The fse replaced the power switch overlay. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Date of this report: 30jun2021. There was no patient involvement.

Event description:
It was reported that the light strip at the top of ventilator no longer works and causes an alarm in use that cannot be inhibited. The device was not in clinical use at the time the malfunction was found. There was no patient incident reported.